Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 002648920-2019-00449.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 002648920-2019-00449.

Manufacturer narrative:
(B)(4). Concomitant product(s): unknown kinective stem size 11. Unknown kinective standard neck -4. Unknown 36 neutral triology liner. Unknown cup. Medical records were evaluated and the reported event was confirmed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05383, 0001822565 - 2017 - 05387.

Event description:
It was reported patient was revised approximately 9 years post-implantation due to pain, elevated metal ion levels, metallosis, and trunnionosis around the neck and head. The patient¿s stem, head, and screws were removed. Attempts have been made and additional information on the reported event is unavailable.